Manufacturer narrative:
Evaluation of the device is expected, but the device has not yet been received.

Event description:
The incident involved a plum 360 pump. The customer reported that the pump alarmed infusion complete. The nurse observed that the blood bag was dry but the pump continued to infuse air into the cassette. The nurse stopped the infusion. Significant collapse of the drip chamber and filter (vacuum effect) was noted. There was patient involvement; however no patient harm was reported.

Manufacturer narrative:
Review of the device logs found that there was a single infusion of blood products (the only infusion consistent with the customer¿s complaint of ¿blood bag dry with pump continuing to infuse¿). This infusion was programmed with 3 steps of 10.0 ml at 999 ml/hr, 30.0 ml at 120 ml/hr. And 250 ml at 200 ml/hr. That infusion delivered, in total, 289.9 ml out of a total programmed volume to be infused (vtbi) of 290.0 ml. The calculated delivery accuracy of this 3-step infusion was 0.03% (well within the design delivery accuracy tolerance of +/- 5.0%). More specifically, the pump delivered within 0.09 ml (i.e., 90 microliters) of the programmed volume over the infusion duration of 90 minutes. Taking into account all the infusions during the period analyzed, the pump delivery accuracy was uniformly 0.4% or better in every analyzed infusion. Engineering evaluates that, given the pump¿s consistent delivery accuracy and the lack of data indicating the pump infused beyond the vtbi programmed, that for air to have been infused the bag volume was likely less than the nurse expected when programming the infusion ¿ for example, if the nurse failed to take into account volume used for priming the tubing and set. While this is possible, the observed fact that the blood products infusion ran to vtbi complete while (based on the complaint report) the nurse was physically present at the time suggests that the infusion completed normally with no abnormalities visible to the nurse. Testing could not confirm the customer¿s complaint of the device failing to recognize air in the cassette. The device passed self-test with no error alarms. Device passed all performance verification testing (pvt). Based on the results obtained for the executed testing, no objective evidence could be found of any condition related to pump functionality that could be driving the air in line issue. Distal and proximal air voltage thresholds were found inside accepted ranges. All wentworth-douglass pumps passed the final acceptance tests related to air sensors. Likewise, the results obtained from the infusions running the bag dry trials demonstrate that there is no pump pattern triggering the air in line issue. The customer's complaint could not be confirmed and probable cause for customer¿s complaint was not found. D9: device received by manufacturer 02-dec-2022.